Event description:
Dexcom g7 multiple sensor failures and incorrect glucose levels causing me to miss hypoglycemic incidents or taking insulin when readings were falsely high. In the last 2 months my dexcom g7 sensors ((B)(6) approved, prescription needed) have failed. Most recently, on december 1 I inserted new sensor at 7:30 pm central standard time (cst) and it failed while I was sleeping. I applied a new sensor at 8:30 am central standard time (cst) and it failed at 1:30 central standard time (cst), inserted new sensor and sensor read 100 points higher than meter reading. Have reported all incidents to dexcom with sensor serial. Numbers. Reference report: mw5164041, mw5164042.